Event description:
Dialysis rn providing ordered ccrt treatment at the bedside when the nxstage power-failure alarm sounded and unable to determine cause. Biomed responded and replaced the machine. The device then was tested in biomed and ran for 48 hours without fail. Returned to nxstage for evaluation. It was tested and found to be operating normally. The power cord restraint was missing. The cord could have disconnected at the rear panel resulting in power loss. The machine hours were 4,667. Manufacturer response for continuous renal replacement (dialysis) machine, (brand not provided) (per site reporter): the service report reads: inspected the cycler. Found no fluid damage. All voltages normal. Found power cord not secure, zip tie power cord. Run prime and alarm successfully. Found to operating normally